Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and compromised force sensor system. The customer had to remove the battery from the insulin pump because he was unable to clear the button error alarm. The drive support cap was sticking out. Customer's blood glucose level was 325 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to loose protruded drive support disk also, the insulin pump was received with button error alarm and intermittent button response due to corroded keypad traces. Unable to perform the occlusion test, prime test and excessive no delivery test due to a33 alarm; however, the insulin pump had normal operating currents, passed a21 error test, self-test and the displacement test. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.